Event description:
The customer reported to customer service that her swing breast pump has caused her to develop mastitis because of the inefficiency in expressing milk. This also caused her milk supply to drop off completely.

Manufacturer narrative:
In follow-up with customer, she did indicate that the swing pump was inefficient to express breast milk, which in turn caused a mastitis infection in her right breast. She was diagnosed in the emergency room at (B)(6). She received two doses of i.v. Clindamycin, which as of (B)(6), she is still taking the medication. The product involved in the complaint will not be returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). As of the date of this report, a clinical evaluation has not been completed. When the clinical assessment has been completed, resulting in new information, a follow-up report will be completed.